Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer experienced a low blood glucose (bg) of 40-50 mg/dl and became subsequently hospitalized. While at the hospital, intravenous fluids were administered to address the low blood glucose. Customer suspected that the low blood glucose was due to pump time being inaccurate. Tandem technical support assisted customer in adjusting pump time. The customer was released from the hospital on (B)(6) 2019 with no permanent damage sustained and the issue resolved.